Event description:
During an acl repair the screw broke upon insertion. The tibia was tapped with a 9mm tap prior to insertion when the screw was introduced and turned for the first time it broke. Sales representative confirmed that the surgeon was using a b-t-b graft in a 11mm tunnel. The surgeon tapped with a 9mm tap 30mm deep. When the screw broke all pieces were removed without delay to the case. An additional 9x30mm calaxo screw was used to complete the repair. No patient injury complications took place.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.